Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m experienced blockage. The following information was provided by the initial reporter: lipids tubing continued to alarm occluded. Piv that it was infusing in was working and flushed well. Lipids tubing just keeping alarming. Therefore, lipids were stopped.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m experienced blockage. The following information was provided by the initial reporter: lipids tubing continued to alarm occluded. Piv that it was infusing in was working and flushed well. Lipids tubing just keeping alarming. Therefore, lipids were stopped.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jun-2022 h6: investigation summary a complaint of lipid tubing continuously occluding was received from the customer. A sample was received for investigation. The set was primed and infused at a rate of 150 ml/hr and 300 ml/hr. After time the flow would get slower and eventually stop as the filter became more saturated. The customer complaint was confirmed. A device history record review for model 10010453 lot number 21085579 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The supplier of the filters was notified of this defect and samples were sent for further investigation. The filters of the provided samples were inspected and there were no cracks or abnormalities with the filter housings. The membranes within the filters were observed to have some discoloration. They were then primed which showed the filters to pass fluid through with no occlusions being observed. Seven of the eleven returned filters were unable to eliminate the air from the upstream housing filters and leakage was observed from one filter's vent membrane. The filters that were unable to be primed were then flushed with ipa/ water and left to dry. They were then tested a second time and six of the filters were unable to eliminate air suggesting that the vent membrane had been plugged following the use with lipids in the filters. The filter that leaked from the vent did not show leakage following the ipa/ water flush. The manufacturing line was received following this report with no anomalies being reported during manufacturing of this batch. A definitive root cause could not be determined for this case, however it has been noted that the vent membranes may have become plugged following prolonged presence of the lipids within the filters.